Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after an interventional ablation procedure using an 11.5f sheath. Reportedly, during removal of the device it was noticed as stuck as it seemed the suture caught on the inguinal ligament and sheath and the device was unable to be retracted. A surgical cut-down was performed to remove the suture and device. Hemostasis was achieved via surgical intervention. No reports of damage to the vein/access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy (inguinal ligament ) due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.